Event description:
It was reported that items were identified as broken by the sales representative after the case during tray flipping.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
The reported event was confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following a visual inspection of the returned instrument revealed a diagonal, gnarled fracture at the tip, exhibiting a multidirectional deformation of the bisects at the end of the instrument. Circular striations are also present around the shaft near the torx head. A functional inspection was not possible as the returned instrument is visibly damaged rendering it non-functional. A dimensional inspection was not possible as a measurable feature of the device is damaged. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. Additionally, material hardness test of the instrument was performed and within specifications. Based on investigation, the root cause was attributed to a user related issue. The instrument was damaged by the end user in a self-admitted incident in the operating room. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that items were identified as broken by the sales representative after the case during tray flipping.